Event description:
It was reported that the patient experienced a drop blood pressure and also a pericardial effusion. It was reported that a non-(B)(6) steerable sheath was selected for use instead of the faradrive. However, it was noted that this sheath was difficult to steer. Additionally, the wire was not able to be visualized. All connections were checked, and staff attempted to reconnect wires. The physician noted a drop in blood pressure, and a pericardia! Effusion was identified and drained. A total of 26 ablations were performed, but the procedure was not completed. The physician stated that the difficulty steering the sheath and the inability to visualize the wire contributed to the complication. Albumin was started, and the patient was not discharged from the hospital. The device will not return for laboratory analysis. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).